Event description:
Related manufacturer reference number: 2017865-2023-20604. It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During the procedure, the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise. The ra lead and rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Event description:
New information received indicates that the right atrial (ra) lead and the right ventricular (rv) lead was oversensing noise.